Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cord with a pulled down cable boot. In addition, a cut on cable as well as an image problem due to a faulty charged coupled device was informed in the inspection results. Based on the results of the investigation, most probable cause of the complaint is cause traced to component. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a therapeutic procedure, the subject device was found to have a loose cord. There was no patient harm reported.

Event description:
It was reported that during preparation for a therapeutic procedure, the subject device was found to have a loose cord. There was no patient harm reported.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information from the customer; however, no response received from the customer. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.